Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-apr-2026, arthrex received an anonymous medwatch notification reporting an event that occurred on (B)(6) 2026 during an acl repair procedure. During the implantation of an ar-3740sp double loaded knotless knee fibertak anchor, self-punching, 2.6 mm, a small metal component of the device broke off within the patient¿s knee. The fragment was identified immediately by the surgical team but could not be retrieved. The anchor and the detached metal fragment were intentionally left in the patient. The issue was identified intraoperatively.